Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/apr/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "the device related to the reported events of capsular contracture, asymmetry, and deflation was received on mar 02, 2021 with lot number 1425711. Visual analysis of the returned device identified, fold creases, wear abrasion, a linear opening on the posterior, yellow particles in the shell, and total delamination of the valve. Leak test and microscopic analysis were performed which identified, total delamination of the valve (adhesive failure) and a smooth crease opening on the posterior. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure. A smooth crease opening on the posterior assessed as fold flaw opening." The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation" "capsular contracture, baker grade unknown".

Event description:
Patient reported right side deflation, asymmetry and capsular contracture, baker grade unknown. Device was explanted.